Event description:
It was reported that medfusion pump motor is grinding. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked right plunger case, no other signs of damage. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear of the worm gear and worm coupling was found, parts are 5 years old. Replaced worm coupling and worm gear. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. D5: correction: operator of the device: unknown.